Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, with prior exposure to moisture noted as possible trigger, and customer had previously reported similar issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed regular pump care and use, and technical support instructed customer to clean speaker holes, remove and reconnect cartridge, and later load new cartridge and resume insulin; original cartridge was determined not to have vented properly, altitude alarm did not recur with new cartridge, and pump resumed normal operation.